Event description:
The customer observed approximately 50 - 60 prism drain time errors on a run of 300 - 400 samples when prism reaction tray lot 90359m500 was in use. The customer stated the lab's analyzers had recent preventative maintenance, however, the abbott field service engineer was to visit the customer facility for another analyzer and would gather additional information at that time. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: prism 6 channel analyzer, list # 6a36-04, serial #'s (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)